Event description:
It was reported the patient experienced erosion at her cervical lead site. The patient stated she was able to feel the lead. The patient underwent surgical intervention on (B)(6) 2014 and a skin graft was performed and the issue was resolved.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.